Manufacturer narrative:
To date, the device is still being evaluated. Add'l info will be submitted as soon as the eval of the product is completed.

Event description:
Per received report: pt was (B)(6) when she came in for treatment. Due to a wide necked aneurysm, a solitaire stent was placed prior to coiling. The event occurred as the coil was being withdrawn. Apparently, the device positioning unit (dpu) also known as "pusher wire" broke off while the coil was still attached. Approx 126 cm of the wire was recovered leaving about 64cm remaining in the body. Thrombus occurred in the carotid artery. Thrombolysis with the tpa and thrombus aspiration was performed. Pt was prescribed with standard post coiling medication and still in the hosp as of this report.